Manufacturer narrative:
Upon secondary review of the reported event it was determined there is improbable risk to patients associated with this electrical reset. The partial electrical reset behavior occurs only one-time, while the device is being interrogated for the first time with software application (B)(4) using either a model 2090 or encore programmer. The patient is under the care of a physician, and the partial electrical reset does not affect device therapy or functionality. Only diagnostic information stored within the device is cleared. This is normal device behavior for all electrical resets and the device is responding as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6996sq58, lead, implanted: (B)(6) 2017. 6935m62, lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a power on reset (por) occurred when the cardiac resynchronization therapy defibrillator (crt-d) was receiving a software download from a programmer. It was determined that the por only cleared diagnostic data and the device was still functional. The crt-d remains in use. No patient complications have been reported as a result of this event.